Manufacturer narrative:
Upon receipt of additional information from the reporter this report is a duplicate of mrn #: 9617229-2019-05684.

Event description:
Regulatory agency provided the following report from a healthcare professional: "patient presented with a seroma. A capsulectomy was performed, patient received radiation and chemotherapy. Cause of death is alcl with markers c30+, cd4+, cd43+, and alk- present." Device was explanted. Unknown side. This was found to be a duplicate of mrn #: 9617229-2019-05684.

Manufacturer narrative:
In response to FDA report number: mw5087735. The event of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: reconstruction. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Regulatory agency provided the following report from a healthcare professional: "patient presented with a seroma. A capsulectomy was performed, patient received radiation and chemotherapy. Cause of death is alcl with markers c30+, cd4+, cd43+, and alk- present." Device was explanted. Unknown side.